Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. Reason for hospitalization was not known by the reporter. Customer's blood glucose was 345 mg/dl. There were no known issues with the pump or supplies. Customer was treated and released two days after admission with the unspecified issue resolved. Reportedly, customer reverted to manual injections because pump was lost at the hospital. Although requested, no additional information was provided.